Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set had to be changed few times, which was occluded with blood. Customer's blood glucose was 414 mg/dl. Customer was advised that call would be returned as customer was distorted. Customer could not be reached during call back.